Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
An 80-year-old patient received hemodynamic support from an impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. It was reported that after inserting and starting the impella cp, the pump flow increased to 3 l/min and immediately decreased to a pump flow <1 l/min. Attempts at repositioning did not solve the problem and the correct position of the impella cp in the left ventricle was confirmed fluoroscopically. Before inserting the impella cp, the user checked that there were no thrombi in the left ventricle. The user removed the impella cp, cleaned it and reinserted it. The impella cp then worked as intended. A day after, the patient was noted to have expired. The official cause of death is not available, however, there is currently not enough information to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The pump was not returned for investigation. The cause of the low pump flow issue cannot be determined since no sufficient clinical data provided and product was not returned. In accordance with updated procedures, section d6 has been revised from the initial submission.